Event description:
It was reported that the lightsource exhibited no images in multiple scopes. The issue was found during pre-use inspection in an unknown procedure and the procedure was completed with a similar device. There was a 2- 3 minute delay and no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no images being displayed on multiple scopes could not be identified, nor could the phenomenon be confirmed/reproduced but possible reasons were undisclosed. Olympus will continue to monitor field performance for this device.